Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 573 mg/dl. The customer stated their blood glucose normally ranges from 70 mg/dl to 160 mg/dl. Customer treated their blood glucose with a bolus. It was also found the customer experienced nausea and vomited from their high blood glucose. Troubleshooting found the customer did not store their insulin at room temperature. Customer declined to check for possible site/insulin issues. The customer also reported experiencing a low blood glucose of 65 mg/dl in the past. The customer will be sent tubing clamps to complete troubleshooting. Customer's blood glucose was 327 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.